Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink non-dehp continu-flo solution sets were leaking from the second junction. The saline leak was observed during assembly/vacuum of the tubing prior to patient use. There was no patient involvement. No additional information is available.